Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was explanted and replaced with a different model lead. The patient received effective stimulation which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation therapy. Impedance measurements were high. Images taken showed the lead had migrated. Surgical intervention may be taken to address the issue.